Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
A patient commented on a business profile review, that they were dissatisfied with the right tsa implants. The patient indicated that approximately 4 years 5 months post the initial procedure they were seen at a hospital as their arm was coming in and out of socket by itself, and they were not able to tolerate the pain any longer. They stated they had too much bone loss and they were not able to put in another implant. The patient is currently on disability. No further information is known.